Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. Checked the machine and found parameter is not showing as per trainer. Replaced front end board with new one and problem rectified. Observed machine for one hour, working fine.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6(clinical and impact code) updated data: b4, e1 (initial reporter and email), g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, discovered by customer, , the cs100 intra-aortic balloon pump (iabp) unit has improper pressure waveform error. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has improper pressure waveform error. No one was harmed.